Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer was failed, did not start up properly and displayed an error message that it could not bypass, preventing it from becoming fully functional. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction : upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number 2016493-2025-111491. Please refer to MFR. Report number 2016493-2025-110572.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer was failed, did not start up properly and displayed an error message that it could not bypass, preventing it from becoming fully functional. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.